Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of recurrent backup battery fault alarms was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed on (B)(6) 2025 from 08:11:18 to 9:47:05 and on (B)(6) 2025 from 7:52:11 - 8:17:44. At these times, the backup battery loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the backup battery fault alarm. The alarm would self-resolve within the file. No other notable events were observed. The system controller (serial number (B)(6)) was returned in unremarkable physical condition. The controller passed all testing without issue. The controller was left to operate for an extended period and no alarms were produced. It was noted that the pump running light emitting diodes (leds) were operational but dimmer than expected. Per additional information, the alarms resolved upon exchanging the system controller. The root cause of the reported event was unable to be conclusively determined through this analysis. A CAPA was initiated to investigate the increase in reported backup battery faults. A CAPA was also implemented to address dim leds. The investigation confirmed dim leds. This system controller was manufactured prior to the implementation of the CAPA, which replaced the type of led on the user interface pcb. The device history record for the system controller (serial number (B)(6)). No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6)) was inspected on (B)(6) 2024. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient had a recurrent backup battery (ebb) alarm even after ebb exchange. The visibility of the pump running symbol on the system controller was also reduced. The system controller was replaced. The system controller exchange resolved the alarm.